Event description:
A malfunction alarm occurred, which did not adversely impact the customer¿s blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided instructions and assisted with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.